Event description:
During programming assistance performed on december 07, 2020 affected channels were seen. The recipient was re-implanted on (B)(6)2021.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During programming assistance performed on (B)(6) 2020 it was decided to run an integrity test due to having different electrodes read abnormal on telemetry measures.